Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-12523, 1627487-2018-12524.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-12523, 1627487-2018-12524. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the scs system was explanted and replaced.